Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a tube lifter in the reported problem area was malfunctioning. The step motor was replaced. The instrument was tested without further problem and returned to service.